Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability. Revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
Additional information was received from njr: updated incident description and event problem and evaluation codes and explant date.

Event description:
Additional information received on 11/08/2018 from njr:. Allegedly, patient was revised due to malalignment. Revision njr (B)(4). Side:l: primary asa: p2 - mild disease not incapacitating. Updated the reason for revision, explant date ((B)(6)2016), njr # (B)(4). The following components have no alleged deficiency and were not revised during this surgery. (This revision was captured under: (B)(4)) advance primary femoral size 2 left nonporous kftcnp2l lot # 06484773 qty. 1. Advance ii cocr tibia base nonporous sz 2+ ktccnp21 lot # 06484773 qty. 1. Advance ii medial pivot tibia insert sz 2 left 10mm kimp210l lot # 05486956 qty. 1.